Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the nc emerge balloon catheter was received with no other devices. There was blood in the inflation lumen. The tip, hypotube, balloon, inner and outer shafts were examined. The majority of the balloon was torn and the distal end was bunched up. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 26-mar-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another nc emerge balloon catheter. No patient complications nor injuries were reported. However, returned device analysis revealed longitudinal balloon tear.